Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced pain around the pocket site. An x-ray was taken of the battery site and it appeared that the battery had been flipping around in the pocket and the lead was beginning to become twisted near the battery. The patient's surgeon gave them the option of opening the pocket and suturing the battery down but the patient was unsure if they wanted to go down that route. They noted that their stimulation felt fine and impedances were all within the normal limit. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that no further actions were taken to resolve the battery flipping and lead twisting. It is unknown if the issues has not resolved. No further patient symptoms or complications were reported in this event. Information was confirmed by physician/account.